Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The tip detachment was confirmed. The difficulty removing, stent elongation and resistance was unable to be tested as it was based on circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were due to operational context. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: during removal of the guide wire, the elongated stent became caught on the wire coils. The detached tip and the stent implant were brought to the vessel access site which was opened by cutdown, so the stent and tip could be removed from the anatomy. A different supera stent was used to treat the lesion and the vessel access was reclosed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a reconstructive patch procedure of the distal superficial femoral artery, the supera stent was deployed without issue; however, during the delivery system removal the tip was caught and subsequently detached remaining on the guide wire. Additionally, the stent implant became elongated. Attempts to advance a balloon were unsuccessful. The tip was successfully pulled back to the common femoral while on the guide wire and using a cutdown was removed from the vessel. A second supera stent was used as treatment and repair of the elongated stent. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.